Event description:
Pt was being fed using a pump. At 5:00pm one liter of an enteral feeding solution was hung and the pump was set to deliver 60 ml/hr. No problems observed. At 7:50pm another nurse entered the room at midnight and observed the resident in bed with vomitus on pt. The pump was reading "free flow" feeding container was empty. Alarm not sounding. Pt aspirated. One pt involved.